Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was admitted for cholecystectomy under coelioscopy under general anesthesia and the device was used with orotracheal intubation without incident initially. It was reported that there was the immediate postoperative finding of subcutaneous thoracic emphysema that worsened gradually extending to the patient's face. Also, a thorax scan confirmed the existence of pneumo mediastinum and very likely tracheal rupture at 3cm above the carina. A customer indicated that the patient was transferred to surgery for thoracotomy and repair of the tracheal tear.